Event description:
It was reported via legal documentation that the patient was implanted with an truliant device on the left knee and then approximately 1 year, 11 months later the patient was revised. It is stated the patient has suffered the following injuries and complications: pain, stiffness, discomfort, and weakness which in turn negatively affected plaintiff's mobility and quality of life. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
H11. D10. Concomitants - product information: (B)(6)-02-020-13-0250 - truliant cr cem fem cr cem left sz 5; (B)(6)-200-02-38 - three peg patella 38mm; 6900833-02-022-45-5045 - truliant tray, cem sz 5f/4.5t. Pending investigation. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.